Event description:
Guide wire advanced thru entry needle to gain access. Needle removed and 7 french catheter advanced over wire. Wire removed from patient and fluoroscopy revealed approximately 2.5" wire coating sheared and remained in the catheter. Catheter and coating removed from patient.